Manufacturer narrative:
Analysis of the lead found no significant anomaly. The body of the lead was stretched to approximately 41 cm in length. The lead was stretched at the connectors. The conductor coils were slightly crushed at 3.7 cm from the proximal end. The conductor coils were crushed at 8.9 cm from the proximal end. The conductor coils were slightly crushed and bent at 8.2 cm from the distal end. There was a small gap in the reflow material in the slot of the #1 electrode. The lead is electrically okay but has been stretched 1 cm beyond its original length. The lead was also noted to have been curled. Suspected body fluids were observed to have entered the lead around the #1 and #3 electrodes. Fluid in the lead will not affect function as the conductor wires are individually insulated.

Manufacturer narrative:
Concomitant medical products: product ID 3389, lot# vaoyoua, product type: lead. Product ID neu_unknown_ext, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A manufacturing representative reported that during a lead implant, the distal end of the lead appeared to be coiled. The health care provider (hcp) reviewed images of the lead and thought the location was good so the lead was left implanted. A postoperative MRI showed the lead have moved superior so the hcp decided to revise the lead and replace it. The cause of the lead coiling was not determined. The patient&#38112;indication for use is movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.